Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that prior to a surgical procedure, when the e-sep pencil was plugged into the esu unit, it made a continuous sound, like it was being activated. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that prior to a surgical procedure, when the e-sep pencil was plugged into the esu unit, it made a continuous sound, like it was being activated. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.